Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient reports that the garment strap is rubbing on a previous surgery incision on front of right shoulder. Patient described the area as open with brown discharge. There was no alleged device malfunction contributing to the irritation. The patient¿s physician performed surgery to clean out the infection. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.